Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an posterolateral fusion at l3-s1 using rhbmp-2/acs on (B)(6) 2007. In or around 2009, patient was diagnosed with an inflammatory response to infuse, osteolysis, chronic pain, radicular pain, nerve damage, difficulty breathing, difficulty swallowing, and other injuries. Patient has never recovered from her surgery involving infuse, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of l3-s1 lateral recess stenosis with back pain and radiculopathy; l4-s1 severe degenerative disk with low back pain. The patient underwent following procedures: l3-s1 total laminectomies with bilateral partial facetectomies at l3-4 and complete facetectomies at l4-s1 for decompression of lateral recess . L3-s1 posterior lateral fusion with rhbmp-2 and morcelised bone . L4-s1 pedicle screw fixation with bilateral legacy pedicle screw at l3, l4, l5 and bilateral legacy pedicle screws at s1 with a non rigid agile rod at the l3-4 segment . Per op-notes, ¿.. Bone and bmp-2 sponges were placed into the l5-s1 disk space anteriorly .. Cages were then impacted on either side into l5-s1. The same was done at l4-5 using the same size cage. ¿ ..¿. No complications were recorded. On (B)(6) 2009, the patient presented with low back pain and bilateral leg pain and underwent l2-3 lumbar puncture for lumbar myelogram. On (B)(6) 2011, the patient presented with neck pain and low back pain with radiculopathy and underwent l1-2 lumbar puncture for instillation of myelographic dye for complete myelogram .

Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs on (B)(6) 2007. Sometime postop, she experienced pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.